Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (unable to prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 05/05/2015 with the following findings: a review of the pump black box data revealed no information related to a prime issue. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated prime issues. The pump case was removed, and no internal damage to the force sensor was found. No defect was found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).